Event description:
I had an anaphylactic reaction to airborne latex while waiting to see my family doctor, despite the practice taking latex precautions and using only my own latex-safe stethoscope and bp cuff.